Event description:
It was reported by the patient, during use of the cardiac resynchronization therapy defibrillator (crt-d) "the pacemaker has moved about three inches since it was implanted". The crt-d remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient experienced discomfort. The crt-d was confirmed to have moved down since implant and it was noted that the chronic right ventricular (rv) lead could be felt through the skin. The rv lead was previously abandoned during the initial implant procedure due to unspecified malfunction. The rv lead was explanted and replaced. The crt-d was repositioned and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.